Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was tried, however it was only partially effective. Surgical intervention was undertaken on (B)(6) 2019, during which the existing lead was repositioned. Effective stimulation was established post-op.